Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4). Low test results (B)(4).

Event description:
The customer states that one patient sample generated an initial clin chem calcium assay result of 4.4 mg/dl on the architect c8000 analyzer. The patient was administered calcium gluconate as a consequence. The sample was retested and generated a result of 9.6 mg/dl. Controls have been reading within specifications. There was no adverse impact to the patient because of this issue. The customer uses a normal range of 8.5 to 10.5 mg/dl. The customer uses critical values of less than 7.0 mg/dl and greater than 13.0 mg/dl.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. Based upon the available information, the cause of the customer's issue was bubbles or foam in the reagent kit. The architect system operations manual (201837-10), january 2010 and the calcium reagent package insert (304328/r1), list number 03l79-21 contain information to address the customer's issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based upon the data available and the results of this evaluation no product deficiency was identified.